Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint was received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 20.5 diopter intraocular lens was explanted due a calculation error. Through follow-up it was clarified that the physician was unaware that the patient had left her contact lens in her eyes when they performed the calculation. The lens was replaced with a lower diopter non-amo device. The lens is not available for evaluation. There was no incision enlargement, no vitrectomy and no sutures required. There was no patient post-op injury reported. No further information was provided.